Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient was brought to the hospital, and the blood glucose reading was 500 mg/dl. No further information was available regarding symptoms and treatment. At the time of the report, which was 2 days after the event, the patient was still hospitalized. It could not be confirmed if the patient was wearing a dexcom sensor at the time of the event, and multiple attempts to contact the reporter for more information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.